Event description:
Gel barrier tubes arriving to the lab with large amounts of gel stuck to the sides of the tubes/floating in the plasma resulting in persistent interruptions to specimen testing due to gel clogging sampling probes on the chemistry analyzers. While multiple lot numbers of tubes have had this issue the current primary lot we are seeing excessive gel is lot # b2303374. We received this lot number from at least 17 phlebotomy sites with gel issues occurring at each.